Manufacturer narrative:
The explanted evoke spinal cord stimulation (scs) system was not returned to saluda. The cause of the discomfort at the implant site of evoke closed loop stimulator (cls) could not be established. The scs system was explanted to resolve the reported patient symptom. Temporary or persistent post-surgical pain at hardware implantation sites which may require surgery (including revision, explant, and replacement) as a result, is listed as a potential risk in (B)(6) evoke scs system surgical guide USA-PMA. The manufacturing records, including sterilization records, were reviewed and the product met requirements for release.

Event description:
A patient implanted with evoke spinal cord stimulation (scs) system reported experiencing discomfort at the implantation site of their evoke closed loop stimulator. It was reported that the patient¿s pain that was being treated by scs has resolved. The scs system was explanted.